Manufacturer narrative:
This lead was discarded at the hospital and will not be returned for analysis. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. The lead was thought to have microdislodged or in a poor spot of conduction. A new ra lead was successfully implanted.